Event description:
During a coronary drug eluting stenting treatment procedure, the stent dislodged. The lesion being treated were located in the calcified left anterior descending (lad) and diagonal (dx) arteries. The mid and proximal lad were pre dilated with a voyager rx 2.5 x 20 mm balloon and the proximal diagonal artery and septal 1st (proximal) were pre dilated with a voyager rx 2.5 x 12 mm balloon. The physician attempted to implant the lesion in the lad with a taxus express2 2.75 x 12mm drug eluting stent but when the "stent balloon was removed, the stent dislodged in the body from the balloon upon removal from the body." The stent was still on the wire so they pulled out the stent delivery system and advanced a voyager 2.5 x 20 mm balloon and deployed the stent in the lad. The physician advanced a voyager rx 2.5 x 12 mm balloon in the septal, 1st (proximal) and inflated to 18 atm for 48 seconds. He advanced and inflated a voyager rx 2.5 x 20 mm balloon in the mid lad to 12 atm for 38 seconds. The physician then advanced a taxus express2 2.75 x 20 mm stent in the mid lad and the stent balloon was removed, not deployed. He tried advancing again and the stent was not deplyed. He attempted to advance an ivus eagle eye catheter but was unable to cross the lesion. He advanced a voyager rx 2.5 x 12 mm balloon to the proximal lad and inflated to 12 atm for 56 seconds and 1 atm for 26 seconds. He attempted to advance the ivus again but was unable to cross. He was unable to implant any additional stents due to difficulty crossing the lesion. No pt complications were reported. The pt's status is reported as good/satisfactory. The pt received heparin, integrilin, nitroglycerin and valium during the procedure.